Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Therapy date (B)(6) 2022. Complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the conduit straight inserter broke in surgery. The surgeon inserted the cage into the disc space and verified with c arm that it was in place. The surgeon tried to unthread the inserter from the cage and it would not release the cage. The surgeon extracted the cage and inserter from the disc space. The knob came loose from the inserter and fell onto the floor. The cage which was loaded with vivigen would not release from the inserter. The threaded shaft was holding the cage on. It appears that the weld broke. It was compacted into the entire cage. The surgeon used another inserter in the set. There was no patient consequence and surgery was delayed by about 3 mins. This report involves one eit plif, h 9mm, 8°, 26/9. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part pui80906, lot e21la0760: supplier: (B)(4). Released on august 27, 2021 with no discrepancies. No non-conformance reports (ncrs) were generated during production. No issues identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a photo investigation was completed: visual analysis of the provided photo revealed that the device does not show any defect related to the reported allegation. The information provided is not sufficient evidence to establish a defect in the device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.